Event description:
Customer reported a malfunction on the pump after the pump was dropped. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a correction bolus via the pump. Technical support provided information on how to reset the pump and assisted in doing so, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction code appeared again.